Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
It was reported that a 13.7mm, vticm5_13.7, -8.0/1.0/58 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient right eye (od) as a replacement lens due to low vault but it did not resolve the problem. On (B)(6) 2021 the lens was explanted and the problem resolved. "Patient is myopic again" was reported for status of the eye (signs/symptoms). For additional information the reported stated " he will underwent corneal refractive surgery with relex smile." See MFR # 2023826-2021-00134 for claim against the initial lens.